Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 04sept2019. (B)(4). The ventilator was not in use on a patient at the time of the event occurred. The field service engineer (fse) evaluated the device and verified the reported condition. The data acquisition (da) printed circuit board (pcb) was replaced to address the issue. The ventilator passed all testing and operated within the manufacturing specifications. Data acquisition (da) pcba was return for analysis. An investigation was performed and the data acquisition (da) pcba was tested and no failures were identified. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The customer reported that the ventilator failed the pressure accuracy test. There was no patient involvement.